Event description:
It was reported that during an aneurysm procedure, the physician advanced the subject stent into a microcatheter. During the delivery process, significant resistance was encountered. When the stent was delivered to a position approximately 30 cm from the hub within the microcatheter, there was substantial resistance, preventing the stent from being advanced further. The physician attempted to retract the stent, but it unexpectedly deployed and remained inside the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.